Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. The blood glucose reading was 500mg/dl while the sensor reading was 115mg/dl. Customer treated with a bolus. Customer was advised on insertion and calibration protocol. He was advised to change out the sensor. The blood glucose was brought down to 293 mg/dl. Nothing further was reported.